Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 74001, lot# n210422, implanted: (B)(6) 2009, product type: adapter; product ID 37752, serial# (B)(4), product type: recharger; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3487a-33, lot# j0309480v, implanted: (B)(6) 2003, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed. It was noted that the patient was doing fine and it was assumed that the patient had 50% or greater symptom reduction.

Event description:
It was reported the patient experienced a strong jolt when trying to recharge a week prior to call. It was noted the patient had no stimulation after the jolt. It was reported the implant could not be communicated with since jolt. It was noted a power on reset (por) was not observed. It was reported all of the recharger statistics said ¿01-01-00¿ for rr-t screens and ¿0¿ for the rest of the screens.